Manufacturer narrative:
The investigation into stroke/cva issue has been completed since the original report was submitted. The device was not returned for investigation. Insufficient clinical information was provided. Therefore, the true root cause of the stroke/cerebrovascular accident could not be determined. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11083 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 64-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Two days after implant, the patient showed left sided weakness and the neurology team expressed concerns of a sub clinical stroke. The patient's blood pressure was raised in response to the stroke and impella cp support continued for two more days.